Manufacturer narrative:
Final analysis found an insulation abrasion that breached the insulation at 6.8 cm to 7.0 cm from the connector pin. Abrasions are consistent with constant friction with another device.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Should have been tendril sdx lead, rather than blank. Lot # should have been 0002402490 rather than blank.